Event description:
The vessel sealer was introduced via a robotic port for use. When the assist went to remove the vessel sealer, it was stuck. The port had to be removed, as well as the vessel sealer, from the patient. The tip of the vessel sealer was cut off by the surgical tech in order to remove it from the non-disposable port to continue with the surgical procedure. No evidence of device breakage within the patient. No known patient harm at this time.